Event description:
Facility reported a total of eleven incidents of fluid leakage past or through the arterial pod membrane. No issues were noted during the set up, priming and recirculation. After initiation of treatment patient lines were observed to have a mixture of blood and saline on the machine side of the arterial pod. Patients blood was returned and new line set up to resume treatment. This happened a total of 11 times with code # sl-2000m2095, lot # 9035501. Machine side checked for blood in the arterial monitor not present for all cases. No patient injury or medical intervention.